Event description:
It was reported that during a procedure the "fiber cap detachment at 293, 621 joules while inside of the pt. All pieces retrieved". Case was completed with a second fiber. The outcome was reported as "pt outcome is good."